Event description:
The pt reported that following laser cataract surgery, a bruise developed on the arm in the general area of the blood pressure cuff used with a datascope monitor. Three months later, a lump remains accompanied by pain.